Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment leading to loss of capture. This ra lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment leading to loss of capture. This ra lead was successfully replaced. No additional adverse patient effects were reported.